Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil break') and genital haemorrhage ('bleeding/ heavier') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("migrated into her uterus"), intervertebral disc protrusion ("bulging discs"), arthritis ("arthritis"), hypoaesthesia ("numbness and tingling in back"), paraesthesia ("tingling in back"), allergy to metals ("metal allergy"), abdominal distension ("bloating"), adenomyosis ("adenomyosis") and cervicitis ("cervicitis") and was found to have uterine leiomyoma ("uterus fibroid"). The patient was treated with surgery (essure coil removal via da vinci). Essure was removed. At the time of the report, the device breakage, device expulsion, intervertebral disc protrusion, arthritis, hypoaesthesia, paraesthesia, allergy to metals, uterine leiomyoma, adenomyosis and cervicitis outcome was unknown, the genital haemorrhage was resolving and the abdominal distension had resolved. The reporter considered abdominal distension, adenomyosis, allergy to metals, arthritis, cervicitis, device breakage, device expulsion, genital haemorrhage, hypoaesthesia, intervertebral disc protrusion, paraesthesia and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: bulging discs and arthritis, no injury. Concerning the injuries reported in this case, the following ones were reported via social media :allergy to metals, arthritis, hypoaesthesia, intervertebral disc protrusion and paraesthesia, genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil break') and genital haemorrhage ('bleeding/heavier') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("migrated into her uterus"), intervertebral disc protrusion ("bulging discs"), arthritis ("arthritis"), hypoaesthesia ("numbness and tingling in back"), paraesthesia ("tingling in back"), allergy to metals ("metal allergy"), abdominal distension ("bloating"), adenomyosis ("adenomyosis") and cervicitis ("cervicitis") and was found to have uterine leiomyoma ("uterus fibroid"). The patient was treated with surgery (essure coil removal via da vinci). Essure was removed. At the time of the report, the device breakage, device expulsion, intervertebral disc protrusion, arthritis, hypoaesthesia, paraesthesia, allergy to metals, uterine leiomyoma, adenomyosis and cervicitis outcome was unknown, the genital haemorrhage was resolving and the abdominal distension had resolved. The reporter considered abdominal distension, adenomyosis, allergy to metals, arthritis, cervicitis, device breakage, device expulsion, genital haemorrhage, hypoaesthesia, intervertebral disc protrusion, paraesthesia and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: bulging discs and arthritis, no injury. Concerning the injuries reported in this case, the following ones were reported via social media :allergy to metals, arthritis, hypoaesthesia, intervertebral disc protrusion and paraesthesia, genital bleeding quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new event horrible bleeding/heavier were added, new reporter were added. On 23-mar-2020: social media received events " bloating, coils has break, coils was migrated to her uterus, adenomyosis, cervicitis " were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.